Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not confirm the reported difficulty with disengaging the pump from the apical cuff; however, the account reported that scar tissue/adhesions made the removal of the pump difficult. Additionally, a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. It was reported that the patient had a pump exchange on (B)(6) 2024 due to a driveline infection. During the explant procedure, the surgeon unlocked the pump from the apical cuff using the unlock tool; however, the pump would not disengage from the apical cuff. It was communicated that scar tissue/adhesions made the removal of the pump difficult. Hemostats were used to pry the pump from the apical cuff. The original apical cuff was removed from the heart and a new apical cuff was placed without issue. (B)(6) was returned assembled with the pump cable severed approximately 4.5 from the pump header. An additional segment of the distal portion of the pump cable was returned measuring approximately 8.5¿. The remainder of the pump cable and modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock was disengaged prior to the pump return and the mini apical cuff was returned separately. Examination of the textured blood-contacting surface of the pump upon disassembly revealed no evidence of adhered or developed depositions or thrombus formations. The mini apical cuff was engaged and disengaged from the cuff lock without issues. After cleaning, the cuff lock was placed on a 1:1 scale drawing and showed that the left cuff locking arm appeared to be deformed and bent outward. Dimensional analysis of the cuff lock using a vision system confirmed that left locking arm had become bent out of specification, consistent with the reported difficulty disengaging the pump from the apical cuff due to the presence of tissue adhesions. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 lvas. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. Section 5, of the IFU, ¿surgical procedures¿ (under ¿device explant¿), instructs the user to expose the device and carefully dissect it free to explant the device. To disengage the pump from the apical cuff, the IFU instructs the user to expose the slide lock mechanism and pull it radially. The heartmate 3 lvas surgical hand tools IFU, rev. B, is also currently available. This document provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Furthermore, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 and had a pump exchange on (B)(6) 2024 for a chronic driveline infection. The surgeon could not disengage the pump from the apical cuff during pump explanation. The surgeon used the unlock tool. The cuff lock was successfully opened and the pump was disengaged from the pump before the cuff was removed from the heart. Scar tissue/adhesions made the removal of the pump difficult. Hemostats were used to ¿pry¿ the pump from the apical cuff. The original mini-cuff was removed from the heart as part of the suture line was compromised. A new mini-cuff was placed without issue. The patient was recovering in the intensive care unit. Related MFR # 2916596-2024-02634 captured the onset of the patient's chronic driveline infection in 2021.